Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were 5 floors of telemetry down (no central monitoring). No adverse patient impact reported.